Event description:
Patient tested on the suspect device on 4/14 with an inr result of 3.9. The lab inr was 2.9. The same patient was tested on the device on 4/12 with an inr result of 6.0, and a lab inr of 3.5. Controls were in range. The reporter declined to have the product replaced.